Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump was dropped into the toilet and not responding to button pushing. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the buttons and/or keypad were not responsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Additional information has been added, which was not included with the initial report. The information has been provided in section h7 and h9 with this report. S/w version: unknown. Retainer ring: black, pump type: ngp. Customer returned pump, for an alleged unresponsive keypad. And exposed to moisture found on 14-dec-2022. Pump received, with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test, due to blank flashing white display. Unable to download history files and traces using thus, due to blank display. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: pillowing keypad overlay, cracked case, battery tube threads cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. Blank flashing white display was confirmed, during analysis, due to moisture damage on pcba 1, pcba 2, and force sensor. Unable to verify, unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.